Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the subject device had snowy image and a dislodged gold connector. No patient harm was reported.

Event description:
It was reported the subject device had snowy image and a dislodged gold connector. No patient harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device being evaluated and the legal manufacturer's final investigation.  The device was returned to olympus for inspection, and the reported failure of damage to the electrical connector was confirmed, but the reported failure of the image becoming snowy when connected was not confirmed. In addition, the following reportable malfunction evaluation found an e226 error.  Based on the results of the investigation, the definitive root cause of the damage to the to the electrical connector could not be determined. However, the e226 error was likely to have occurred due to a communication failure caused by a dented connector. A device history review revealed no issues that could have caused or contributed to the reported issue. Three attempts were made to obtain additional information, but no response was received from the customer. Olympus will continue to monitor the field performance of this device.